Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Unit functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test repeatedly. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.